Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and manufacture representative regarding a patient receiving morphine (5 mg/ml at 0.95 mg/day) via an implanted infusion pump. It was reported the patient was admitted to the ER yesterday and they thought the pump was malfunctioning. The patient's family member stated the pump started to critically alarm and they believe it was because the pump was empty. The hcp also thought the pump may be empty since the patient was supposed to have a refill on the 16th of this month but did not have the pump refilled. It was noted the patient was experiencing withdrawal symptoms. The hcp wanted to get in touch of the rep to potentially have the pump shut off. It was noted the pump was interrogated and refilled which resolved the issue.